Manufacturer narrative:
Review of the logfile for the day of treatment shows during the start-up in the morning the system passed all initialization steps without any relevant deviation. The user skipped the gas change, skipped the scanner test and performed the necessary energy check and eyetracker test without any issue. The fluence test was performed with a measured depth 60.7 microns. According to the user manual the acceptable range for the measured ablation depth is 63.5 microns to 66.5 microns. If the depth is not correct the ¿energy check¿ and the ¿fluence test¿ have to be repeated. However, the user still confirmed the fluence test and performed treatments during the whole day. The user performed an energy check before this patient. The energy was stable during the whole day. The corresponding treatment were performed without interruption. The too low ablation depth could be contributed to an undercorrection. No technical problem can be identified during logfile review. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient with undercorrection and blurry vision post lasik. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.